Manufacturer narrative:
Complaint evaluation: the field service engineer fse) evaluated the device. The fse found the battery is not detected resulting in battery malfunction alarm continuously. The device needs a therapy pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the therapy pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the battery is malfunctioning. There was no patient involvement.